Event description:
Overdelivery noted during biomedical engineering preventative maintenance testing. The device reportedly infused more than the allowed product specification of 4%. Customer does not recall amount overdelivered for short term performance testing. States device was at approximately +7 to 8% for long term delivery testing.

Manufacturer narrative:
The reported problem could not be duplicated. The missing power cord is not related to the reported incident. The frequency of death or serious injury reports due to code 102 (overdelivery) for omniflow products is approximately 1.19/millions sets.